Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the screw ring and battery metal tip has fallen off. The alleged issue was detected at the time of preparation for patient use. No patient injury reported.

Manufacturer narrative:
(B)(4).the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the screw ring and battery metal tip has fallen off. The alleged issue was detected at the time of preparation for patient use. No patient injury reported.